Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a 2.0x14mm non bsc balloon. The physician attempted to place a taxus express2 2.75x20mm drug eluting stent, to the 90% stenosed lesion located in the noncalcified and moderately tortuous distal right coronary artery (rca), but was unable to cross the lesion. The physician attempted the "two wire technique" and balloon dilatation again, but was still unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the distal edge of the stent had lifted. The procedure was completed with another taxus stent, same size. No pt injuries or complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation for this particular top assembly batch number, found that the device met its material, assembly and product specs at time of release to distribution. The most probable root cause is determined to be operational context.